Manufacturer narrative:
Attempts were made to get further information on the alleged event without success. The product has not been returned and no return is expected. The complaint of the caster breaking off could not be confirmed. During the original call the end user was referred to a provider, no replacement parts have been ordered at this time. The portable patient lift and sling owner's manual states, "casters and axle bolts require inspections every six months to check for tightness and wear" and "there is no adjustment or maintenance to the casters, other than cleaning, lubrication and checking axle and swivel bolts for tightness. Remove all debris, etc. From the wheel and swivel bearings. If any parts are worn, replace these parts immediately." Should additional information become available, a supplemental record will be filed.

Event description:
The end user states one of the rear casters broke off of the 9805 lift when she was being lifted off of the bed causing her to fall. The caller could not locate the serial number, but states she has had the lift for a little over a year. The end user and caregiver both stated that there were no injuries.